Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed recharge antenna failure due to "recharger problem, cannot continue, call medtronic" message was seen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for non- malignant pain indications for use. It was reported that pt was having a problem with their charger because it's giving them a message "system problem rm03" and won't let them continue. Pt stated it's stopped working all together. When asked for event date, pt mentioned that they've had intermittent issues where it would disconnect early before it was fully charged, and now all of a sudden they have the system problem. Pt noted they've had the controller for 2.5 years and the recharger was replaced not too long ago. Troubleshooting was unable to be performed as the call disconnected as troubleshooting began. The manufacturer's patient services specialist (pss) attempted to call patient back twice and left patient a voicemail to call back. Pt called back and stated every time they plug the recharger into the controller. Pt stated they took a good look at the cord with a magnifying glass and noticed a small crack in the cord near the antenna. Pt added that they tried charging last night and felt the antenna itself was getting a little bit warm but not hot. Pt stated they could not do anything because they just kept getting the message that the recharger was not working. Patient noted they're getting sore because they've been without the therapy and unable to charge the implant.